Event description:
It was reported that the implants were removed due to the acetabular shell loosening, and migrating superior and medial. The surgeon did a trochanteric osteometry to gain exposure to the acetabulum.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.